Manufacturer narrative:
Device evaluation: analysis of the returned device identified: crease fold, opening on posterior and yellow particles in the shell. Leak test and microscopic analysis was performed which identified: sharp opening on posterior and striated opening on anterior. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on posterior assessed as an unidentified (tear) opening. A striated opening assessed as surgical damage.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and anxiety-product/procedure.

Event description:
Healthcare professional reported right side deflation and exchange from textured to smooth implants due to the patients concerns with the product. Device remains implanted.